Event description:
It was reported while testing with kit grp a strep 30 test veritor one of the reagent vials in the kit was missing a label. No patient impact reported.

Manufacturer narrative:
D4. Medical device lot#: unknown . D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3006948883-2023-00138 was sent in error. There was no report of serious injury, medical information, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported while testing with kit grp a strep 30 test veritor one of the reagent vials in the kit was missing a label. No patient impact reported.